Event description:
It was reported that while using bd vacutainer® sst blood collection tubes that there was tubes and extenders with molding defects. The following information was provided by the initial reporter stage: when the inspection department unpacks the product defect; deformation of blood collection tube quantity: 2 pcs. Effects: no effect on patients and users. Claims: no claims required.

Manufacturer narrative:
Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for collapsed tube was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for collapsed tube based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst blood collection tubes that there was tubes and extenders with molding defects. The following information was provided by the initial reporter stage: when the inspection department unpacks the product defect; deformation of blood collection tube quantity: 2 pcs. Effects: no effect on patients and users. Claims: no claims required.